Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while filling the tubing. The insulin pump also alarmed no delivery in the early morning and in the middle of the night. Customer's blood glucose level was 420 mg/dl. While troubleshooting insulin did not exit and there was a greater than normal resistance with the plunger push. The alarm was caused by an infusion set/reservoir connection. The device was not returned.